Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. The event log showed ec 1821 and several instances of ec 1830 recorded in history, as the customer reported. During analysis, no record of 1830 was reported when the pump was queried for motor activations and battery hours. The pump did not fail during normal operation (500+ motor activations). Some ingression was noted near the downstream occlusion (dso) and air detector. Defective optic switch or intermittent connection was noted to be the cause of the reported problem. Service will replace the optic switch to correct the reported problem. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information received on 27 june 2019 indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "ec 1830". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.